Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 804:29 on channel b. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced failure code 804:29 on channel b was confirmed but not reproduced during product evaluation. This condition was caused by a defective channel b pumphead module (phm). The channel b phm was replaced onsite at the facility by a baxter field service technician to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.